Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported physical resistance while advancing the steerable guide catheter was related to procedural conditions/user technique and patient conditions. The reported patient effects of hemorrhage, perforation (mitral valve injury) and hypotension are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following information was provided: the (iliac) vein seemed to be a little bit more curved than usual. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guiding catheter is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that while advancing the steerable guiding catheter (sgc), the right external iliac vein was perforated, requiring intervention to prevent serious injury/impairment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The transseptal puncture was performed and an extra stiff guide wire was placed in the left upper pulmonary vein. The steerable guiding catheter (sgc) began to be advanced; however, the guide wire was noted to be kinked in the area of the right external iliac vein. Some force was used and the sgc was able to cross the kink in the guide wire, and was advanced to the right atrium. At this time, the patient's blood pressure dropped. A large internal hemorrhage was then seen in the area of the right external iliac vein; therefore, the sgc was removed and two covered stents were implanted in that area, which stopped the leak. The mitraclip procedure was discontinued. In the physicians opinion there was no malfunction of the sgc. The physician believes he ruptured the vein when he used force to advance the sgc. No clips were implanted and the mr remained at 3-4. The patient was confirmed to be clinically stable post-procedure, and a follow up mitraclip procedure is planned for treatment of the mr. No additional information was provided.